Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review ¿ part no: 319.006, lot no: 5746607. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 9-apr-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair evaluation: the customer reported depth gauge had a broken tip. The repair technician reported ¿tip broken¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation on september 24, 2015. Product investigation summary: the complaint condition for the depth gauge (part 319.006 / lot number 5746607) was likely caused by rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. The depth gauge is an instrument routinely used in the 2.4mm lcp distal radius system. The device was returned and reported that the tip of the device had broken off. This condition is confirmed; the measuring wire has snapped off from the base of the device. It is likely that rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in april, 2008 and is over seven years old. The balance of the returned device is in fairly worn condition with several markings and signs of wear. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that rough handling during surgery or sterile processing has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown when device broke. Device is an instrument and is not implanted/explanted; no associated procedure. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the depth gauge for 2.0mm and 2.4mm screws broke off of the device. It is likely that the damage to the instrument took place in the sterile processing department (spd) room of one of the local hospitals. The device was found broken during inspection of the device. There is no record of the device break occurring in surgery, or that there was any patient involvement or delay in surgery. This is report 1 of 1 for (B)(4).